Event description:
The patient was being transferred from the bed to the bedside commode in a combi sling with the use of the ceiling lift. The ceiling lift strap broke, and the patient fell approximately 3 ft, landing directly on the bedside commode. The bar attached to the lift did fall on the rn and cna, who both were referred to the ed for evaluation.